Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-2295, awareness date 05-nov-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2005. Consumer wanted to have essure removed. She had essure placed after having her 5th child. Since then she has had joint pain, horrible mood swings, cramping, fatigued all the time. No sex drive, painful sex. She at the moment of report had to have surgery on her right kidney due to coil interfering with the ureter. There were many more side effects from the device that she could list. Quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported events and a quality defect. Company causality comment: this spontaneous and non-medically confirmed case report refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted and had to have a surgery on her right kidney due to coil interfering with the ureter. This event, seen as device dislocation, is serious due to medical importance and listed in the reference safety information for essure. During essure use, there is a risk that the device could move out of fallopian tubes towards to peritoneal cavity. Although the exact date of this dislocation and the circumstances of this interference in ureter are unknown, given the event's nature, causality with essure use cannot be excluded. Since a required intervention will be performed, this case is regarded as incident. Based on the available information, there is no relationship between the reported events and a quality defect. No further follow up will be actively pursued since this case was identified during health authority website monitoring.